Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, it was reported that there was no abnormality in the impella operation, however the patient experienced severe mitral regurgitation due to papillary muscle rupture. The rupture was confirmed by echocardiography after the surgery. It was reported that the patient's circulatory status declined. The patient was managed by intubation, and a swan-ganz (s-g) catheter was also inserted and the patient was under systemic management. However, the patient died due to hypo cardiac function, including papillary muscle rupture. No further information was provided. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.